Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of upper 400 mg/dl. The customer blood glucose level was 500 mg/dl to 600 mg/dl at the time of incident and the current blood glucose of the customer was 145 mg/dl. Customer report they did not allege insulin pump was under delivering. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer reported that auto mode feature was active and automatically adjusting insulin delivery at time of high blood glucose event. The customer did not provide any symptoms regarding high blood glucose episode. The customer was treated with manual injection and insulin drip. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.